Event description:
The complainant reported that the automated impella controller (aic) had a purge disc not detected alarm. Troubleshooting was unsuccessful and the aic was exchanged. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. The imc logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined after arriving in fs. A broken purge disc flag was identified. The root cause of this issue was a broken purge disc flag.